Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that one episode of noise resulting in oversensing was seen likely due to external noise. All other parameters were good and stable. A review of the episodes by technical services (ts) noted that inappropriate sensed was seen resulting gin pace inhibition and inappropriate pacing delivery. Ts discussed doing in office troubleshooting. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that one episode of noise resulting in oversensing was seen likely due to external noise. All other parameters were good and stable. A review of the episodes by technical services (ts) noted that inappropriate sensing was seen resulting in pace inhibition and inappropriate pacing delivery. Ts discussed doing in office troubleshooting to rule out a possible issue with this right ventricular (rv) lead. No adverse patient effects were reported. The rv remains implanted.